Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their sets. The customer states their infusion sets were not sticking. The customer's blood glucose level at the time of incident was 400mg/dl. The customer declined to troubleshoot for the highs and attributes the rise to having miscalculated for thanksgiving dinner. The customer was advised replacement sets would be sent.